Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge despite attempting multiple cables and power sources. Customer's blood glucose level was not impacted. Reportedly, the customer would continue to use the pump.